Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing intermittent difficulty charging the pump with the usb cable and wall adapter. Customer reported blood glucose level was 150 (mg/dl). The pump was confirmed to be charging successfully at the time of the report. Reportedly the customer will continue to use the pump for insulin therapy and monitor the pump battery.